Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: south africa.

Event description:
It was reported that a handpiece would not turn and the motor appeared to be seized. There was no patient involvement. Attempts have been made and no further information has been provided.